Manufacturer narrative:
The customer provided a value of 19 ng/ml, accompanied by a data flag for the "negative" result of the repeat run. The field service engineer checked the analyzer and found deposits in the tubing. He cleaned the flow path and exchanged the measuring cells, pinch valves, and pinch tubing. Blank cell calibration and instrument performance testing were run and passed successfully. The customer ran calibration and quality controls successfully. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The qc was within range at the time of the event. The investigaion is ongoing.

Event description:
There was an allegation of a questionable troponin t gen5 elecsys result from the cobas e 801 analytical unit. The initial result was 191 ng/ml and was reported outside of the laboratory. A subsequent draw was negative, so the original sample was repeated and the result was negative. The original sample was retested in triplicate negative results were obtained. No specific data for the "negative" results were provided. The reagent lot number and expiration date were requested but were not provided.